Manufacturer narrative:
Follow-up # 1 ¿ (09/18/2014). The lay user/patient¿s meter has been returned on 08/25/2014 and evaluated by lifescan product analysis on 09/11/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Additional information which was not submitted in follow up #1:the primary complaint was not confirmed, however, on investigation, a secondary issue was found where the lcd had faded.

Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging unit powers off during use. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.